Event description:
This is a spontaneous report by a baxter employed nurse from (B)(6) of a break in aseptic technique and peritonitis in a patient performing peritoneal dialysis (pd) therapy. On an unreported date in 2010, a break in aseptic technique occurred, further described as patient made a mistake. On (B)(6) 2010, the patient was hospitalized for peritonitis. On (B)(6) 2010, the patient was treated with a loading dose of vancomycin 2g intraperitoneally (ip) and fortum 250mg ip, then fortum 250mg ip once daily. It was unknown if the event of peritonitis resolved. There was no mention of retraining the patient; therefore, it was unknown whether the event of break in aseptic technique resolved. At the time of reporting, the patient remained hospitalized, and the patient continued taking fortum. The root cause of the peritonitis was break in aseptic technique. It was not reported if therapy continued.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown.